Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleged elevated metal ions. After review of medical records, no revision notes reported. Doi: (B)(6) 2007; dor: (B)(6) 2013 left hip. See (B)(4) right hip.